Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user has tilted the chair to an interior tilt somehow.